Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information and photographs provided by the customer, and our knowledge of the product. Results: review of the provided photograph of the subject mr290v vented autofeed humidification chamber identified several holes in the base as well as white residue on the chamber base. Conclusion: the subject device was requested for investigation, however the customer reported that it was not available. Without the return of the subject device, we are unable to determine the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in connecticut reported that water was leaking from the mr290v vented autofeed humidification chamber provided with a rt280 adult evaqua2 dual heated breathing circuit. On inspection by the user, a small hole was identified in the chamber base. The customer has indicated that the device had been in patient use for less than 24 hours before the issue was identified. There were no patient consequences reported.